Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The drill shaft broke when inserting the first screw. A broken metal piece was spread in patient. Attempted to remove some piece out of patient body, however, a piece of broken part remained in patient body.

Manufacturer narrative:
An event regarding crack/fracture involving an trident driver shaft was reported. The event was confirmed. Product evaluation and results: a visual inspection noted that the device was returned in used condition and flexible shaft was broken from housing end. All the cables at the coiled portion near the housing side of the detachable flex shaft were ruptured and the device broke into pieces. Material analysis engineer report indicated "fracture consistent with an overload condition." Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed "the primary harm involved is tha instrument breakage. Fragments from the broken coil spring flexible drill are visualized on the postoperative xray. Only one xray view was available but it appears the fragments are remote from the bearing surfaces and unlikely to become a source of third body wear. No information was provided as to the events leading to the breakage. Material analysis of the broken flex shaft would provide greater insight" product history review indicated the products accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed. A visual inspection noted that it was appeared that drill bit was fractured in the driver shaft. Examination of the returned device with material analysis engineer indicated that the fracture was consistent with an overload condition. The provided medical information was submitted to a consulting clinician who deemed "the primary harm involved is tha instrument breakage. Fragments from the broken coil spring flexible drill are visualized on the postoperative xray. Only one xray view was available but it appears the fragments are remote from the bearing surfaces and unlikely to become a source of third body wear. No information was provided as to the events leading to the breakage. Material analysis of the broken flex shaft would provide greater insight" no further investigation is required at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
The drill shaft broke when inserting the first screw. A broken metal piece was spread in patient. Attempted to remove some piece out of patient body, however, a piece of broken part remained in patient body.